Event description:
Customer's brother reported a high blood glucose reading of 400 mg/dl and stated that she had gone to the hospital. He stated that she expressed symptoms of stomach cramps and vomiting. Customer was treated at the hospital and disconnected from the insulin pump as they felt that it was not delivering insulin. Customer declined troubleshooting for high blood glucose. Nothing further was reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump passed all functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The device had a cracked reservoir tube lip.